Event description:
It was reported that during a treatment procedure, a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 95% restenosed target lesion was severely calcified and severally tortuous and 20mm in length. The vessel diameter was 3.0mm with a significant bend in the lesion greater or equal to 90 degrees. The lesion shape was concentric. The 12mmx2.0mm maverick 2 monorail balloon catheter was used during procedure and the shaft broke. The procedure was completed with another maverick 2 monorail balloon catheter. There were no patient complications reported and the patient's status is unknown. Additional information has been requested and is not available.

Event description:
It was reported that during a treatment procedure, a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 95% restenosed target lesion was severely calcified and severally tortuous and 20mm in length. The vessel diameter was 3.0mm with a significant bend in the lesion greater or equal to 90 degrees. The lesion shape was concentric. The 12mmx2.0mm maverick 2 monorail balloon catheter was used during procedure and the shaft broke. The procedure was completed with another maverick 2 monorail balloon catheter. There were no patient complications reported and the patient's status is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found complete separation of the hypotube. The hypotube separation was 63cm from the strain relief and 79cm from the distal tip. The hypotube was bent near the separation and the fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence of blood or contrast in the device. The balloon was tightly folded. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).